Event description:
It was reported that healon v was set to a dull needle to be inserted to the eye, but the contents did not come out even though the plunger was pushed. The dull needle was pulled out from the eye, the use of product was cancelled, and the procedure was completed successfully with the back-up. There was patient contact, but no patient injury was reported. It was indicated that the storage condition was the same as usual. The product had been kept in the refrigerator, and it was taken out of the refrigerator in a stage of preparation on the day of surgery. The average time in the normal temperature before use is about two hours. No further information was reported.

Manufacturer narrative:
If implanted, give date: not applicable, the healon is not an implanted product. If explanted, give date: not applicable, the healon is not an implanted product. Phone number: (B)(6). Device evaluation: the product was not available for evaluation; therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no related complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.